Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 20:54:32. During night drain cycle six, the patient's ultrafiltration reading was 6061ml, indicating the home patient (hp) drained 6061ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was verified through the review of the event history logs. The cause of the reported issue could not be determined with the provided information. Should additional relevant information become available, a follow-up report will be submitted.